Manufacturer narrative:
The field service engineer (fse) sent a service proposal for repair to the customer for approval, but the customer did not accept the proposal. The fse was therefore not able to evaluate or repair the device. A work order was not generated, and it is unknown what the outcome of the service event was. Further information could not be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the alternating current (ac) power on/off button was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the alternating current (ac) power on/off button was not working. A service quote for repair was sent to the customer for repair. The investigation is ongoing.

Manufacturer narrative:
Per initial good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered. The fse arrived at the hospital to perform field correction order but realized that there was a problem with the power switch overlay. The fse sent a service quote for repair to the customer for approval.